Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient implantable cardioverter defibrillator (ICD) was in backup mode. The patient mentioned discomfort from the vibratory alert. The device was restored to normal settings. The patient was stable throughout.